Manufacturer narrative:
The part was examined. There was no damage to the part. The interface with the head and the stem portions of implant are within specification. No other issues were identified with the part. A root cause determination cannot be made based on the available information. Additional mdrs associated with this event: MDR 3025141-2016-00081: head, MDR 3025141-2016-00082: stem.

Event description:
A slide-loc anatomic radial head was implanted on (B)(6) 2016. During a routine post-op check, it was realized, via x-ray, that the head/neck assembly of the implant was dissociating from the stem. Revision surgery was performed on (B)(6) 2016, where the slide-loc product was replaced with another product.